Manufacturer narrative:
Additional information: h6: investigation summary bd had not received samples, but 4 photos were provided in support of this complaint showing competitor blood collection tubes underfilled. Bd does not make a claim that third party blood collection tubes will be compatible with the eclipse signal. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, the device experienced insufficient blood flow through a device when used in combination with a glass citrate or ctad tube. The following information was provided by the initial reporter. The customer stated: clinical pathology notis that an increase of samples get insufficient sample volume at the automation. Phlebotomists notify the lab of underfilled greiner ctad tubes when using our eclipse signal. They have tried the greiner blood sampling kits without issues. Ctad tubes doesn't fill.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed and the root cause is undetermined. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, the device experienced insufficient blood flow through a device when used in combination with a glass citrate or ctad tube. The following information was provided by the initial reporter. The customer stated: clinical pathology notis that an increase of samples get insufficient sample volume at the automation. Phlebotomists notify the lab of underfilled greiner ctad tubes when using our eclipse signal. They have tried the greiner blood sampling kits without issues. Ctad tubes doesnt fill.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, the device experienced insufficient blood flow through a device when used in combination with a glass citrate or ctad tube. The following information was provided by the initial reporter. The customer stated: clinical pathology notis that an increase of samples get insufficient sample volume at the automation. Phlebotomists notify the lab of underfilled greiner ctad tubes when using our eclipse signal. They have tried the greiner blood sampling kits without issues. Ctad tubes doesnt fill.